Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone14.7, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a skin irritation causing scar tissue occurred on the right side of their stomach while wearing the pod longer than 48 hours. The patient¿s blood glucose level had risen above 300 mg/dl for three days. Additionally, when the pod was removed from the infusion site, the cannula was found not fully inserted into the skin. A hard knot of scar tissue was under the skin where insulin had pooled. As treatment, a new pod was successfully placed on a different infusion site.